Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lisfranc repair surgery using knotless mini tightrope the drill hit the tip of the clamp and the tip of the drill broke. The surgeon repeated the step with the second pack and the same thing happened. The fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.